Manufacturer narrative:
(B)(4). The recently received samples from the customer are still under evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states within the last 2 weeks there have been about 20 tubes with specimens that totally clotted. Today there were 7 tubes from the same phlebotomist that were clotted. All unused tubes from that cart have been collected and can be returned us. Clotted tubes have occurred with several phlebotomists. Collections are performed with butterfly or straight needle. No pour-offs from other tubes are performed.

Manufacturer narrative:
Complaint statement co22-2100-312: received 48 racks and 404 loose tubes of 454209/b220634a for evaluation. Received customer pictures. Based on the investigation and comments from quality control and production, the alleged proct problem is justified. A small number of customer returned samples which were tested contained no additive. This will lead to the complete clotting of tubes as described by the customer and render the tubes unusable. Corrected data: h3: received samples; h6: type of investigation, investigation findings, investigation conclusion; h10 manufacturer narrative.